Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 24-jan-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and, after experiencing several non serious events, had an ultrasound performed which showed that one of the micro inserts had migrated. Plaintiff underwent a total hysterectomy with removal of implants approximately eight years after essure insertion. The event, seen as device dislocation, is anticipated in the reference safety information for essure. Device dislocation may occur during essure therapy. The exact time point and mechanism of device dislocation are not known, however, considering the event's nature, a causal relationship with essure was considered as related. This case was regarded as incident, as a surgical intervention was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the micro inserts had migrated") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient started essure. In 2009, the patient experienced alopecia ("hair loss"), abdominal pain ("severe abdominal pain / cramping"), menorrhagia ("heavy bleeding during menstruation / prolonged menses"), menstrual disorder ("abnormal menses"), pelvic pain ("pelvic pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("worsening of migraine headache"), dysgeusia ("metallic taste in mouth"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), depression ("severe depression"), amnesia ("short term memory loss"), tremor ("hand tremors"), mood swings ("mood swings"), anxiety ("anxiety"), weight fluctuation ("weight fluctuations") and vaginal infection ("vaginal infections"). On an unknown date, the patient experienced device dislocation (serious criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (total hysterectomy (uterus, cervix and essure were removed) on (B)(6) 2016). Essure was withdrawn. At the time of the report, the device dislocation outcome was unknown and the alopecia, abdominal pain, menorrhagia, menstrual disorder, back pain, dyspareunia, migraine, dysgeusia, vaginal discharge, fatigue, depression, amnesia, tremor, mood swings, anxiety, weight fluctuation and vaginal infection had not resolved and the pelvic pain outcome was unknown. The reporter considered device dislocation, alopecia, abdominal pain, menorrhagia, menstrual disorder, pelvic pain, back pain, dyspareunia, migraine, dysgeusia, vaginal discharge, fatigue, depression, amnesia, tremor, mood swings, anxiety, weight fluctuation and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2009: hysterosalpingogram result was full occlusion of tubes. In (B)(6) 2016: ultrasound pelvis result was one of the insert had migrated. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and, after experiencing several non serious events, had an ultrasound performed which showed that one of the micro inserts had migrated. Plaintiff underwent a total hysterectomy with removal of implants approximately eight years after essure insertion. The event, seen as device dislocation, is anticipated in the reference safety information for essure. Device dislocation may occur during essure therapy. The exact time point and mechanism of device dislocation are not known, however, considering the event's nature, a causal relationship with essure was considered as related. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the micro inserts had migrated") in a 33-year-old female patient who had essure (batch no. 626211) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis, vitamin d deficiency, raised triglycerides, kidney infection and hematometra. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 1 month 12 days after insertion of essure, the patient experienced alopecia ("hair loss"), menorrhagia ("heavy bleeding during menstruation / prolonged menses, abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"), migraine ("worsening of migraine headache, migraines / headaches"), fatigue ("fatigue"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), headache ("migraines / headaches"), tooth disorder ("dental problems") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced abdominal pain ("severe abdominal pain / cramping"), menstrual disorder ("abnormal menses"), back pain ("severe back pain"), dysgeusia ("metallic taste in mouth"), vaginal discharge ("vaginal discharge"), depression ("severe depression, psychological or psychiatric problems-condition"), amnesia ("short term memory loss"), tremor ("hand tremors"), mood swings ("mood swings"), anxiety ("anxiety, psychological or psychiatric problems-condition") and vaginal infection ("vaginal infections"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and post-traumatic stress disorder ("ptsd(post-traumatic stress disorder)"). The patient was treated with surgery (total hysterectomy (uterus, cervix and essure were removed) on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation outcome was unknown and the alopecia, abdominal pain, menorrhagia, menstrual disorder, back pain, dyspareunia, migraine, dysgeusia, vaginal discharge, fatigue, depression, amnesia, tremor, mood swings, anxiety, weight increased, vaginal infection, vaginal haemorrhage, post-traumatic stress disorder, headache, tooth disorder and dysmenorrhoea had not resolved. The reporter considered abdominal pain, alopecia, amnesia, anxiety, back pain, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, post-traumatic stress disorder, tooth disorder, tremor, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Computerised tomogram - on (B)(6) 2016: free fluid in the uterus. Hysterosalpingogram - on (B)(6) 2009: full occlusion of tubes. Ultrasound pelvis - in (B)(6) 2016: one of the insert had migrated . Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, migraine, back pain, depression, post-traumatic stress disorder, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2018: plaintiff fact sheet was received and the following information was provided: patient weight was provided; weight fluctuation was updated to weight gain, vaginal haemorrhage, post-traumatic stress disorder, headache, tooth disorder and dysmenorrhoea outcome was updated to not recovered. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the micro inserts had migrated") in a 33-year-old female patient who had essure (batch no. 626211) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis, vitamin d deficiency, raised triglycerides, kidney infection and hematometra. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 1 month 12 days after insertion of essure, the patient experienced menorrhagia ("heavy bleeding during menstruation / prolonged menses, abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"), migraine ("worsening of migraine headache, migraines / headaches"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), headache ("migraines / headaches"), tooth disorder ("dental problems") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced alopecia ("hair loss"), abdominal pain ("severe abdominal pain / cramping"), menstrual disorder ("abnormal menses"), back pain ("severe back pain"), dysgeusia ("metallic taste in mouth"), vaginal discharge ("vaginal discharge"), depression ("severe depression, psychological or psychiatric problems-condition"), amnesia ("short term memory loss"), tremor ("hand tremors"), mood swings ("mood swings"), anxiety ("anxiety, psychological or psychiatric problems-condition"), weight fluctuation ("weight fluctuations / weight gain / loss") and vaginal infection ("vaginal infections"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and post-traumatic stress disorder ("ptsd(post-traumatic stress disorder)"). The patient was treated with surgery (total hysterectomy (uterus, cervix and essure were removed) on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, vaginal haemorrhage, post-traumatic stress disorder, headache, tooth disorder and dysmenorrhoea outcome was unknown and the alopecia, abdominal pain, menorrhagia, menstrual disorder, back pain, dyspareunia, migraine, dysgeusia, vaginal discharge, fatigue, depression, amnesia, tremor, mood swings, anxiety, weight fluctuation and vaginal infection had not resolved. The reporter considered abdominal pain, alopecia, amnesia, anxiety, back pain, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, post-traumatic stress disorder, tooth disorder, tremor, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: free fluid in the uterus. Hysterosalpingogram - on (B)(6) 2009: full occlusion of tubes ultrasound pelvis - in january (B)(6) : one of the insert had migrated. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, migraine, back pain, depression, post-traumatic stress disorder, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the micro inserts had migrated") in a 33-year-old female patient who had essure (batch no. 626211) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis, vitamin d deficiency, raised triglycerides, kidney infection and hematometra. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 1 month 12 days after insertion of essure, the patient experienced menorrhagia ("heavy bleeding during menstruation / prolonged menses, abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"), migraine ("worsening of migraine headache, migraines / headaches"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), headache ("migraines / headaches"), tooth disorder ("dental problems") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced alopecia ("hair loss"), abdominal pain ("severe abdominal pain / cramping"), menstrual disorder ("abnormal menses"), back pain ("severe back pain"), dysgeusia ("metallic taste in mouth"), vaginal discharge ("vaginal discharge"), depression ("severe depression, psychological or psychiatric problems-condition"), amnesia ("short term memory loss"), tremor ("hand tremors"), mood swings ("mood swings"), anxiety ("anxiety, psychological or psychiatric problems-condition"), weight fluctuation ("weight fluctuations / weight gain / loss") and vaginal infection ("vaginal infections"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and post-traumatic stress disorder ("ptsd(post-traumatic stress disorder)"). The patient was treated with surgery (total hysterectomy (uterus, cervix and essure were removed) on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, vaginal haemorrhage, post-traumatic stress disorder, headache, tooth disorder and dysmenorrhoea outcome was unknown and the alopecia, abdominal pain, menorrhagia, menstrual disorder, back pain, dyspareunia, migraine, dysgeusia, vaginal discharge, fatigue, depression, amnesia, tremor, mood swings, anxiety, weight fluctuation and vaginal infection had not resolved. The reporter considered abdominal pain, alopecia, amnesia, anxiety, back pain, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, post-traumatic stress disorder, tooth disorder, tremor, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: free fluid in the uterus. Hysterosalpingogram - on (B)(6) 2009: full occlusion of tubes ultrasound pelvis - in january 2016: one of the insert had migrated concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, migraine, back pain, depression, post-traumatic stress disorder, dysmenorrhea most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received : new reporters, patient demographic information, product indication, lot no updated, concomitant disease, new events vaginal haemorrhage, post-traumatic stress disorder, headache, tooth disorder, dysmenorrhea, weight gain/ loss were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.